Event description:
Boston scientific received information that this patient's subcutaneous implantable cardiac defibrillator (s-ICD) system, implanted for 54 days, was removed due to infection. The entire system was successfully removed without incident. There are no plans to implant another system as the patient's medical condition is worsening.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.